Manufacturer narrative:
(B)(4).

Event description:
It was reported that following the catheter revision the outcome was noted as resolved without sequelae on (B)(4) 2004.

Event description:
It was reported that the catheter had dislodged from the intrathecal space. The pt experienced increased pain without response to aggressive oral and intrathecal opiates and local anesthetics. An unspecified surgical intervention with the catheter was performed. On (B)(6) 2004, the pt expired due to illness. Cause of death was unrelated to the implanted system. Per the reporter, the pt had cancer. The pump was used to deliver hydromorphone, tetracaine, clonidine, baclofen and ketamine.